Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when detaching the tissue during an open lung procedure, the two-way firing button of the device broke. Another device was used. There was no patient injury.